Manufacturer narrative:
(B)(4). Batch # t92u0c. Investigation summary: the hand piece was received with the nose cone cracked and the mount was noted to be loose it was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, a "replace hand piece" alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.